Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection confirmed the device had a blank white screen upon power up. The reported condition was verified. The device was found out of specification in relation to the reported symptom which was reproduced upon power up. This condition was determined to have been caused by a failed processor printed circuit board (pcb). The processor pcb was replaced to correct this condition. A device history review revealed no issues that could have caused or contributed to the reported issue. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank display. There was no known patient injury or medical intervention associated with this event. No additional information is available.